Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultra2 meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient did not recall when the alleged issue began. The cca noted that the patient does not take any medication to manage her diabetes; however, the patient claimed she had less food and/or drink as a result of the issue. On an unspecified date/time, after the issue began, the patient stated that she developed symptoms of thirst and irritability. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported, because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.